Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, broken battery tube threads, partially broken off reservoir tube lip and broken belt clip slot.